Event description:
Boston scientific received information that there were high shock impedance measurements as a result of device testing following the implant procedure. Information was subsequently received that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. The lead was tested and only one shock impedance measurement was out of range, all other measurements were appropriate. It was confirmed the lead was functioing properly and no further anomalies were found. As a result, the device and lead remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.